Event description:
The customer reported the hand and foot switches were problematic. This will result in a loss of imaging functionality considering there is no alternate exposure option. This is a reportable event.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cpu. The system operates as intended.